Event description:
The patient underwent vns generator replacement. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
Patient reported experiencing an increase in seizures and felt she needed a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.